Manufacturer narrative:
Product ID: 8709sc, serial# (B)(4), implanted: (B)(6) 2011, product type: catheter. (B)(4).

Event description:
The patient was involved in a car accident in (B)(6) 2012, the pump was noted as having run dry. Drugs in the pump at the time were not stated; currently, patient had baclofen, dilaudid, and bupivacaine in their pump. Additional information has been requested, but was not available as of the date of this report.